Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states on or about (B)(6) 2017 through (B)(6) 2017, the patient was examined and underwent a thoracentesis and other diagnostic and therapeutic procedures, and thereafter, continued to be treated and cared for at the hospital. The patient died on (B)(6) 2017.